Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the order failed to transfer to the station. A technical support specialist (tss) dialed into the server and checked the patient identification (ID) and order ID. The patient was visible, but the order ID was not found and verified synchronization communication for the device and confirmed it was functioning properly. It was determined that the order message needed to be re-pushed from active directory (adt) to station. The server was rebooted, and the application server was checked and confirmed that both patient's orders were visible in the station. The tss connected with the customer, explained the findings, and requested verification of the order status on the device. The customer checked with the user and confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient medication order was not crossing over to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.